Event description:
It was reported that during implant attempt, while sewing the lead down, the physician stitched through the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached cut, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.